Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during device change out, the physician could not loosen and remove this atrial lead. This lead was broken and the connector stayed in the header. An attempt to gather additional information had been made. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This investigation will be updated should further information be provided.

Event description:
Additional information received from the field representative and confirmed the allegation was the header connection, but the lead was damaged as it was stuck in the header and should not have been. The lead is no longer in service. No additional adverse patient effects were reported.